Event description:
During a remote follow up, episodes of inappropriate mode switching and p wave amplitude variation were noted on the device. Technical support was contacted and noted far field r wave oversensing. Technical support recommended diagnostic imaging to ensure the lead was not dislodged. Diagnostic imaging was performed and no anomalies were noted. Premature contraction was suspected and an ablation is being considered. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.